Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - maxframe/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a holding frame post curettage of non-ossifying fibroma in tibia/fibula area. There was an unknown union reported postoperatively. Postoperatively, patient experienced pain and hypersensitivity. No difficulties and patient harm reported using 3d maxframe software . Patient outcome is that the pain and hypersensitivity was resolved. No further information is available. This complaint involves (2) devices. This report is for (1) unk, maxframe. This report is 1 of 2 for (B)(4).